Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has not charged the ipg in a year, and has not had therapy. Patient also reported weight gain. Troubleshooting was attempted, but the ipg would not communicate with external devices. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.